Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted devices were kept by the facility. No further information has been obtained.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted devices were kept by the facility. No further information has been obtained.